Manufacturer narrative:
(B)(4). The investigation was unable to determine a conclusive cause for the reported deflation issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed distal right coronary artery. A 4.5 x 12 mm nc trek balloon catheter was being used for post-dilatation when the balloon would not deflate. A guide wire was advanced down next to the balloon catheter to try to puncture the balloon but it could not puncture it. The balloon was then pressurized to between 26 and 28 atmospheres when it ruptured. The balloon was then removed without issue. There was no clinically significant delay in the procedure. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use specified that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower deflation times. The investigation determined the reported deflation issue appears to be related to user error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the contrast mixture was reported to be 70% contrast medium to 30% saline.